Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd part # 338960, serial # (B)(6) . Problem statement: customer reported a complaint that there was a spray of fluid under pressure not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date ranges from 04jun2020 to date 04jun2021. Complaint trend: there are 8 complaints related to a spray of fluid under pressure; date ranges from 04jun2020 to date 04jun2021. Manufacturing device history record (DHR) review: DHR part #338960 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid under pressure not contained within the instrument was due to a worn sheath tubing. The customer had reported that they found a leak along the sheath line in the wet cart, and an fse (field service engineer) was brought onsite to perform a preventative maintenance on the instrument ((B)(4)). These preventative maintenances are performed every 6 months and help ensure the instrument¿s health and lower the risk of potential future issues. The fse found that the sheath tubing had been rubbing against the chassis, which gradually wore the tubing out and created a hole. The worn tubing was cut and quick disconnects were installed to join the tubing together. No parts were requested for evaluation as there were no parts replaced. After the repair the instrument was tested and functioning as expected with no further leaks. Although there was a spray of fluid not contained within the instrument, the customer confirmed that they had been wearing proper ppe during the cleaning and did not come in direct contact with the fluid. Additionally, the leaked fluid was sheath and thus did not pose a risk of contamination to biohazard. The customer was not harmed or injured in any way during this incident, and did not result in a delay in results or misdiagnosis of a patient¿s samples. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4)(preventative maintenance), case # (B)(4). Install date: 21jul2017. Defective part number: n/a. Work order notes: subject: 6 month recurring / smx0063500. Description: 6 month recurring / smx0063500. Work performed: pm performed. Leak was found along the sheath line in the wet cart after its filter; the tubing was rubbing against the chassis and over time, vibration caused it to wear down and a small pinhole formed. Compromised tubing was cut off and quick disconnects installed to join the tubing together. Leak was no longer seen. Area cleaned up of any moisture and fluid. Lasers were aligned for optimal cvs. 7-color and performance check with cst passed. Instrument is operational. Return to service. Cause: n/a. Solution: pm performed. Leak was found along the sheath line in the wet cart after its filter; the tubing was rubbing against the chassis and over time, vibration caused it to wear down and a small pinhole formed. Compromised tubing was cut off and quick disconnects installed to join the tubing together. Leak was no longer seen. Area cleaned up of any moisture and fluid. Lasers were aligned for optimal cvs. 7-color and performance check with cst passed. Instrument is operational. Return to service. Returned sample evaluation: a return sample was not requested since tubing isn¿t returnable, and the defective tubing was modified to work as intended. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bdfacscantoii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazardshavebeen identified and the current mitigations aresufficient. Hazard(s) identified? Yes no. Item: 4. Quick disconnect . Function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.2 not connected . Potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart . Potential cause(s) / mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart. Current controls: user observation of leak. Recommended actions: 1. Install bypass regulator to limit pressure 2. Replace knf pump by hargraves pump. Actions taken: 342500 (wetcart fluidics architecture) . Severity: 8. Occurrence: 6. Detection: 1. Rpn: 48. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a worn sheath line. Conclusion: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a worn sheath line. A fse want onsite to perform a preventative maintenance on the worn tubing. They cut out the worn portion of the tubing and installed a quick disconnect to connect the tubings back together. After the repair the instrument was tested and was functioning as expected with no further leakages. No one was harmed or injured, and no medical treatment was performed due to the spray of fluids. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h10

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer sheath fluid under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that a leak was found along the sheath line in the wet cart. 1.was the leak liquid or air? Liquid. 2.was the leak contained within the instrument? No. 3.was there spray of fluid under pressure? Yes. 4.what was the fluid that leaked? Filtered sheath (saline) fluid. 5.did biohazard leak before or after waste line? Before. 6.was the waste mixed with decontaminate/bleach? No. 7.was the customer/ bd personnel physically in contact with the fluid? No. 8.where did the physical contact of fluid occur? Inside canto wet cart. 9.what personal protective equipment (ppe) was being used during the occurrence? Gloves, mask. 10.was there any impact to patient samples due to leak? No. 11.was customer/ bd personnel harmed/ injured? No. 12.what is the current medical status? N/a.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer sheath fluid under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that a leak was found along the sheath line in the wet cart. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Filtered sheath (saline) fluid. Did biohazard leak before or after waste line? Before. Was the waste mixed with decontaminate/bleach? No. Was the customer/ bd personnel physically in contact with the fluid? No. Where did the physical contact of fluid occur? Inside canto wet cart. What personal protective equipment (ppe) was being used during the occurrence? Gloves, mask. Was there any impact to patient samples due to leak? No. Was customer/ bd personnel harmed/ injured? No. What is the current medical status? N/a.